Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008; inratio: 6.3; lab: 9.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 6.3; lab: 9.2; mean: 7.75; confident limits: not within the confident limit. Rev. 2 section 10.1 the mean is greater than 5 which is 7.75 and difference in inr's is greater than 2.2 which 2.9. Acceptance range is inaccurate. The product will be investigated. Pt coumadin was held. This event is an adverse event. Also pt is now within the normal range 3.1.